Event description:
The customer reported via phone call that when he went to the emergency room, he was told to tweak the insulin up to 110% and treat using 11 units with a pen. Customer was on prednisone and stated that sometimes when he took sugar and entered it into the pump, a correction appeared. When the customer hit act, sometimes the count up would happen and sometimes it would not. Customer thought it happened because he had enough insulin already. Customer's pump is with his mother. Customer first noticed the issue when he contracted vasculitis about 2 months ago. Customer said that his blood glucose has been in the 400's in the past couple of days and the doctor adjusted his settings to 120% of basal. Customer was hospitalized for vasculitis previously and is currently hospitalized for pneumonia. Customer has multiple myeloma and thinks that it is a side effect of cancer. Customer stated that there are parts missing when his doctor uploads to carelink. Insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.